Event description:
The customer reported that the system did not display an image. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep checked the cable on the system. The system was repaired, found to be operating as intended, and released to the customer for use.